Event description:
It was reported that prior to starting a da vinci si surgical procedure the large needle driver instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of no recognition. The instrument was checked for recognition on an in-house system and it was successfully recognized. The pogo pins were not stuck or contaminated. The instrument was driven, moved intuitively and the grips opened and closed. The instrument was fully functional. Engineering also found a deep scratch. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The evidence was inconclusive, but damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.